Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and swelling of the knee. It also states that surgeon decided to do an irrigation and debridement with exchange of insert and noticed at the time of surgery the patient had visual signs of an infection but it appears to be at the skin layer. It was also noted that patient has an extensive surgical history. Patient has hardware in hips, knees, and shoulders. Patient received left total knee replacement on (B)(6) 2006. Patient received a zimmer nextgen knee on (B)(6) 2009 surgeon revised the left knee due to aseptic loosening of the implants. On (B)(6) 2016 the patient had his left ankle arthroscopically operated on and developed an infection in the ankle. The infection traveled to his left knee. On (B)(6) 2017 surgeon removed all hardware in the left knee and performed an extensive irrigation and debridement. At the time the patient received an anti-biotic spacer. On (B)(6) 2017 surgeon implanted new revision hardware in the left knee utilizing depuy synthes rp tc3 platform.

Manufacturer narrative:
Additional narrative: the device associated with this report was not received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.